Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009, 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with a leadless implantable pulse generator (ipg). The leads were capped and the patient was administered antibiotics. No further patient complications have been reported as a result of this event.